Event description:
It was reported that possible intermittent undersensing was noted on stored ventricular and atrial electrograms (egm) which resulted in possible false device classification of episode termination.  Both leads remain in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5086mri58 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.